Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl and 60 mg/dl. The customer's other blood glucose level was 167, 250 mg/dl. The customer treated low blood glucose with food. The device will be return for analysis.